Event description:
Information was received indicating that during use of the 100ml cassette the pump exhibited a "no disposable, pump won't run" alarm. Per reporter 18 ml of fluorouracil remained of the total 85 ml.